Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, will not stay on, which was experienced during evaluation. The reported symptom was confirmed during a review during a review of the device event history log caused by a seized motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump will not stay on. It was also reported there was no patient involvement.